Event description:
It was reported that on (B)(6), 2011 the patient experienced the symptoms of nausea and vomiting; the patient went to the emergency room. The patient's blood glucose level was tested to be greater than 600 mg/dl and she was treated intravenously with insulin. In the emergency room, it was discovered the patient's infusion site was disconnected. On (B)(6) 2011 at 3:00 am the patient experienced the symptoms of vomiting and stomach pain. The patient did not test her blood glucose level and went to the emergency room. The patient's blood glucose level was "hi mg/dl" and she tested positive for ketones, and received treatment with insulin. Troubleshooting revealed the pump's date/time, settings and basal settings were correct. It was also determined the patient had set the pump's auto-off feature to on and had taken no bolus doses for several days. The patient's technique was incorrect by setting the pump to automatically turn off and she did not manually take any bolus doses for several days. There is no evidence the pump was not functioning appropriately. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.